Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. Concomitant medical product: t510c29 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered an inappropriate alert for low impedance on the right atrial (ra) lead. The device remains in use. No patient complications have been reported as a result of this event.